Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called in because they were experiencing elevated blood glucose levels after completing a supply change. The agent guided the patient through an additional supply change over the phone and planned to follow up to confirm that the blood glucose level was decreasing. The patient¿s blood glucose was affected, reaching a high of 362 mg/dl and remaining outside the target range for a couple of hours. No back-up therapy was used, and no ketone testing was performed. The patient did not receive professional medical intervention or any other assistance and did not experience any immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.